Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redz3692 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there were burrs and splits with the introducer inside the package. No other information was provided.

Event description:
It was reported that there were burrs and splits with the introducer inside the package. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split microintroducer is confirmed and was determined to be manufacturing related. One 4.5 fr x 10 cm microintroducer was returned for evaluation. An initial visual observation showed some use residue on the returned sample. The distal tip of the microintroducer sheath was observed to be damaged. A microscopic observation revealed one relatively large longitudinal split and an additional, smaller longitudinal split in the distal tip of the microintroducer sheath. The investigation was forwarded to the manufacturing facility for further evaluation, and bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text: evaluation findings are in section h11.